Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Investigation concluded the panel display blinks or abnormal noise is presumed to have occurred due to malfunction of the turret, cooling fan, aperture unit, filter, etc.

Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that all buttons on the control panel of the subject device were lighted on when it was turned on the power at the preparation for use. And the user tried to push the buttons but those buttons were not responded. At the incoming inspection for the repair, the service department of olympus (B)(4) duplicated the reported the phenomenon. It was found the sensors failure which indicate the right position for the filters that work to stay light the buttons on the control panel. There was no report of patient injury associated with this event.